Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 0148f were evaluated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It's important to mention the electrode pads were removed from the patient and then reapplied in a different position when the gel separated from the tin of the electrode. Analysis of reports of this type has not identified an increase in trend.